Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and bilateral pyelogram due to mixed incontinence with microscopic hematuria. It was reported that following insertion the patient experienced urinary problems and recurrence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to extreme pain and voiding dysfunction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.